Manufacturer narrative:
The glide scope spectrum lopro s3 or lopro s4 blade used in the procedure was discarded. The glidescope core 10" monitor and glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 10" monitor and core smart cable, and could not reproduce the reported intermittent image issue. The units functioned as intended. The glidescope core 10" monitor and glidescope core smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a disposable glide scope spectrum lopro s3 or lopro s4 (the reporter was unsure of the exact blade), the screen kept cutting out as they were trying to intubate. The blade used in the procedure was discarded. The customer's biomed inspected the monitor and cable, and could not replicate the intermittent image issue. A delay in the procedure of less than ten (10) minutes occurred as an undisclosed backup device was obtained. No harm to the patient, or user was reported.